Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 150 mg/dl. Last 6 results in memory 296 mg/dl, 72mg/dl, 238mg/dl, 35mg/dl, 37mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (35) and the normal result (150) is located in zone c/d. No adverse event reported.